Manufacturer narrative:
(B)(4). Batch # n5765k. Device analysis: the analysis results showed that one ecr60g reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the device locked out and only partially fired, causing staple malformation. It was noted that the ecr60g cartridge itself had a problem. There were no patient consequences.